Manufacturer narrative:
The reported events were lead dislodgement and a helix mechanism issue. As received, a complete lead was returned in one piece with a stylet inserted. The reported event for a helix mechanism issue was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was measured to be within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event for a helix mechanism issue was due to blood that clogged the helix at the helix region and an over torqued inner coil at the connector region.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in-clinic follow-up, it was suspected that the right ventricular (rv) lead was dislodged. During the replacement procedure, it was noted that the helix would not extend from the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.